Manufacturer narrative:
(B)(4). Date sent: 4/22/2020. Batch # u9339y. The analysis results found that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 6 conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic colectomy, an unformed clip fell off into the patient. It was retrieved from inside of the patient. After that, the device was fired outside the patient for functionality, but the clip was not formed properly. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.